Manufacturer narrative:
The returned blocker was evaluated. The threads were damaged in a manner consistent with cross-threading the blocker into the mating pedicle screw during attempted assembly. A review of the DHR did not identify any manufacturing issues that would have contributed to this event. The device's labeling provides instructions regarding proper device installation.

Event description:
It was reported that the threads of five blockers were damaged during installation. They were removed and replaced with alternate blockers to complete the case. There were no reported patient impacts. This is report three of five.

Manufacturer narrative:
This device is not cleared in the us. It is similar to product code nkb cleared under k111301. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report numbers 3003853072-2019-00079 thru 3003853072-2019-00083.

Event description:
It was reported that the threads of five blockers were damaged during installation. They were removed and replaced with alternate blockers to complete the case. There were no reported patient impacts. This is report three of five.